Event description:
It was reported that the patient complained of post-operative thoracic pain and that the patient¿s blood pressure was falling. A perforation had occurred which could not be solely attributed to the newly implanted right atrial (ra) or right ventricular (rv) lead. A cardiac tamponade ensued followed by a drainage procedure as the elected treatment. The leads are scheduled to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.